Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Total hip arthroplasty surgery was performed on (B)(6) 2018. The patient experienced left hip pain and visited the hospital on (B)(6) 2018. On x-ray, cup was dislocated, on CT & mr, malpositioned acetabular cup with inferior migration. A revision surgery was performed on (B)(6) 2018. Then no more symptom was reported after revision surgery. Update 02 nov 2018: reported issue was only cup dislocation., stem issue was not reported.